Manufacturer narrative:
Since this event involved two medical devices, two manufacturer reports are being submitted. Section of this report describes the second device. Section of manufacturer report number 9611385-2015-00049 describes the first device.

Event description:
On (B)(6) 2015, 3m was contacted by a dentist to inquire about proper usage of two products: 3m espe scotchbond universal adhesive and 3m espe relyx ultimate cement. During the report, the dentist indicated that up some patients have experienced sensitivity which ultimately resulted in root canal treatment. Despite multiple attempts to obtain follow-up information, no additional information was made available regarding either the number of patients involved or the outcome of the cases.